Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. Isometrics were able to reproduce noise. No intervention was performed. No further information was available.